Event description:
A falsely elevated troponin I result of 2.0ng.ml was obtained. The result was reported to the physician who questioned the result. The same sample was tested on an alternate instrument and a result of 0.02 ng/ml was obtained. Patient was admitted to the cardiac care unit. However, treatment was not prescribed or altered. There was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. Analysis of the instrument by a dade behring field service representative indicated that the most likely cause for the falsely elevated troponin I result was a problem with the hm module.